Event description:
It was reported the high flow insufflation unit had a black screen. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no front panel display issue could not be determined. As the device was not returned to olympus for evaluation. However, an olympus field service engineer (fse) was on-site at the user facility. And reported, that the issue was the result of a faulty power cord. The power cord was replaced and the issue was resolved. Olympus will continue to monitor field performance for this device.